Event description:
It was reported that while the screw was being inserted into the acetabular cup, the screw sheared off mid-shaft. Additional, it was reported that the broken screw remained in the fixed shell and sat 2-3 mm proud.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.